Event description:
It was reported to philips that the table side operating geometry module was damaged which can impact geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing coronary diagnostic procedure. The procedure was completed as planned since the defect did not affect the use of the system. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the table side operating geometry module was damaged. Review of the logfile shows upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the table side operating (tso) geo had a torn membrane under the bow movement button, and the arc movement button cover damaged. On further troubleshooting, the fse found that the defect was due to age of the tso-geo module as this piece of device used with a high volume of daily procedures. To resolve the issue, the fse replaced tso - geo module. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, the procedure was completed as planned since the defect did not affect the procedure. The procedure was finalized without a delay on the same system; is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable the codes were updated based on the investigation outcome.